Event description:
There was an allegation of discrepant results for 2 patient samples tested for na electrode (na), cl electrode (cl), and k electrode (k) on a cobas 8000 cobas ise module (double). Patient 1 initial na result was 157 mmol/l. The repeat result was 143 mmol/l. The initial k result was 4.5 mmol/l. The repeat result was 4.0 mmol/l. The initial cl result was 95 mmol/l. The repeat result was 110 mmol/l. Patient 2 initial na result was 156 mmol/l. The repeat result was 140 mmol/l. The initial cl result was 94 mmol/l. The repeat result was 104 mmol/l. The initial results were reported outside of the laboratory where the doctor questioned the anion gap results. The samples were repeated on a different ise module and were believed to be correct.

Manufacturer narrative:
No electrode lot numbers with expiration dates were provided. Calibration was last performed on 24-jul-2024 with acceptable results. Qc was acceptable prior to the event. A sample probe error was observed on the alarm trace data. This is an indicator of possible poor sample quality. The field service engineer (fse) found the sipper tubing was starting to tear and there was buildup around the mixing vessel. The fse replaced the worn sipper tubing, cleaned the sipper and vacuum nozzles, cleaned the flow paths, primed the reagents, and reactivated the flow path. The fse performed ise checks, calibration, qc, and precision. The service actions resolved the issue.